Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: "over 600mg/dl" and 186mg/dl, hi (greater than 600mg/dl) and 202mg/dl. No quality controls were run. No adverse event reported. Customer no longer has strips; a replacement was sent.